Event description:
It was reported that the patient had damage to the silicone coating of their driveline, which was repaired with rescue tape per-(B)(4). At recent clinic visit, it was revealed that the tear had extended further. No wires were visible and the internal protective plastic coating was intact. Log files were submitted for review and captured a few unsustained fluctuations in power/flow. The pump parameters did appear to return to normal baseline values. These parameters did not appear to be a result of any equipment malfunction and are likely patients related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted photos confirmed the report of damage to the outer jacket of the driveline. Review of the submitted log file confirmed the report of increases in power and estimated flow. The cause of these events was suspected to be thrombus; however, thrombus could not be confirmed based on the provided information. Additionally, a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) and elevated plasma free hemoglobin could not be conclusively determined through this evaluation. The submitted photos of the patient¿s driveline revealed multiple tears in the outer jacket of the driveline. The underlying bionate layer was visible at these locations and appeared intact. The submitted log file contained data from (B)(6) 2026. Non-sustained increases in power and estimated flow were captured throughout the file, with power and estimated flow increasing to as high as 10.7 watts and 12.0 liters per minute respectively. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, rev. B and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolic events and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under ¿pump performance monitoring¿) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU also discusses damage due to wear and fatigue of the driveline. This section contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received reported that the patient's lactate dehydrogenase (ldh) and plasma free hemoglobin were elevated at the time of the event. It was suspected that the thrombus resolved post heparin drip, baby aspirin initiation, and international normalization ratio goal increase to 2-3. The power and flow spikes stopped and the ldh and free plasma hemoglobin down trended. It was later reported that the patient experienced an intracerebral hemorrhage on (B)(6) 2022. It was said that the patient sustained a fall prior to the hemorrhage and was unsure if they hit their head or not. The patient was anticoagulated with warfarin at the time. It was also noted that the patient experienced severe headache, nausea, and vomiting at the time of the event as well. Warfarin was held and aspirin was stopped, and international normalization ratio (inr) goal was lowered to 1.8-2.5. The treatment resolved the event. (Mrn2916596-2025-05615-per-2025-0133827)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The unsustained fluctuations in power/flow were suspected to be due to pump thrombosis. Improvement after administration of heparin, starting baby aspirin, and increasing inr goal from 1.8-2.5 to 2-3 was seen. It was noted that the patient previously had a lower international normalization ratio and not on aspirin due to history of intracerebral hemorrhage. It was said that the power/flow fluctuation had resolved and had not occurred since the (B)(6) 2026 hospitalization.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.